Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited out of range right ventricular (rv) pacing impedance measurements. The device was subsequently reprogrammed to unipolar sense/pace by the health care professional (hcp). Then the device stored episodes of rv and right atrial (ra) noise due to myopotential oversensing. The noise was oversensed, resulting in pacing inhibition with intermittent pauses of greater than two seconds. Technical services (ts) discussed programming and surgical options to mitigate the issues. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited out of range right ventricular (rv) pacing impedance measurements. The device was subsequently reprogrammed to unipolar sense/pace by the health care professional (hcp). Then the device stored episodes of rv and right atrial (ra) noise due to myopotential oversensing. The noise was oversensed, resulting in pacing inhibition with intermittent pauses of greater than two seconds. Technical services (ts) discussed programming and surgical options to mitigate the issues. No adverse patient effects were reported. The device remains in service. Additional information was received and this pacemaker has been explanted and replaced. No additional adverse patient effects were reported. The product has not returned for analysis.